Event description:
It was reported that after doing a load of laundry, the patient felt a burning sensation around the pump area. The patient also noticed an increase in pain and that the pump did not "control the pain like is used to". The patient additionally reported feeling "sleepy". The hcp originally suspected the patient had "stretched a nerve". The patient felt the pump flip and was confirmed by the hcp. The patient was scheduled for a pump pocket revision at the next refill date, 2008. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
.